Manufacturer narrative:
The impella device was discarded by the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a change in the pump position after the patient was placed on ECMO. Despite multiple attempts, the pump could not be repositioned. The pump was explanted and replaced with another impella cp. No patient harm was reported.

Manufacturer narrative:
No product was returned for investigation. The cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position post ECMO insertion and cardiologist was unable to readvance. The device passed all post sterile inspection checks.